Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 rtg0184344 (rep): it was reported that contact 0/1 showed a short circuit. The healthcare provider (hcp) found this on (B)(6) 2020 and they do not know the reason for the short. Tss and the rep reviewed how this affects this system and reviewed programming considerations.